Manufacturer narrative:
A complete lead was returned for analysis in three segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the patient reported symptoms of dizziness. The right ventricular and right atrial leads were extracted due to noise on (B)(6) 2017. Both leads were replaced with competitor leads. Upon extraction there were no visible fractures, but the physician could feel insulation abnormalities. The patient was stable before, during and post procedure.